Manufacturer narrative:
(B)(4). Reported event of stent blocked/occluded. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 10mm x 80 mm wallflex¿ biliary rx uncovered stent was implanted as palliative treatment of a biliary stricture produced by malignant neoplasms during an unscheduled biliary reintervention procedure with stent placement performed on (B)(6) 2015 as part of the (B)(4) trial. Reportedly, the patient had a history of cholangiocarcinoma and had one (1) prior plastic biliary stent and one (1) prior 10mm x 80mm wallflex¿ biliary rx uncovered stent implanted. On (B)(6) 2015, the patient presented with biliary obstructive symptoms, and an unscheduled biliary reintervention was conducted as an inpatient procedure due to the recurrence of the original biliary stricture. A second 10mm x 80 mm wallflex¿ biliary rx uncovered stent was implanted to address the lack of stricture resolution and the procedure was completed (this event is captured in manufacturer report #3005099803-2015-03603). On (B)(6) 2015, the patient presented with biliary obstructive symptoms, and a second unscheduled biliary reintervention was conducted on (B)(6) 2015 as an inpatient procedure due to stent occlusion by tissue ingrowth and sludge. A third 10mm x 80 mm wallflex¿ biliary rx uncovered stent was implanted due to the lack of stricture resolution and the procedure was completed (this event is captured in manufacturer report #3005099803-2016-00137). On (B)(6) 2016, an assessment of biliary obstructive symptoms was taken with the following result: right upper quadrant pain. On (B)(6) 2016, the patient underwent an unscheduled biliary reintervention as an inpatient procedure for the management of biliary obstructive symptoms and as a result of the recurrence of the original biliary stricture. During the procedure, a 10mm x 60mm wallflex¿ biliary rx fully covered stent was implanted in a satisfactory position and the procedure was completed. Reportedly, all four wallflex¿ biliary stents remain implanted (three 10mm x 80 mm wallflex¿ biliary rx uncovered stents and one 10mm x 60mm wallflex¿ biliary rx fully covered stent). There were no patient complications reported as a result of this event.

Manufacturer narrative:
Updated with corrected event info, lot number, manufacture, and expiration dates received from the study site on (B)(4) 2016.

Event description:
It was reported to boston scientific corporation that a 10mm x 80 mm wallflex biliary rx uncovered stent (lot # 18265485) had been implanted during a stent placement procedure performed on (B)(4) 2016 as part of the e7099 abc wallflex registry clinical trial. The wallflex biliary rx uncovered stent (lot # 18265485) was implanted treat a previously placed wallflex biliary rx uncovered stent (lot #18345859) that had become occluded with tissue ingrowth (captured by manufacturer report # 3005099803-2016-00831). On (B)(4) 2016, an assessment of biliary obstructive symptoms was taken with the following result: right upper quadrant pain. On (B)(4) 2016, the physician confirmed during an ercp that the wallflex biliary rx uncovered stent (lot # 18265485) had become occluded due to tissue ingrowth. The patient underwent a biliary reintervention for the management of biliary obstructive symptoms on (B)(4) 2016 and was treated as an outpatient. A 10mm x 60mm wallflex biliary rx covered stent (lot # unknown) was implanted within the indwelling wallflex biliary rx uncovered stent (lot # 18265485) and the procedure was completed. There were no patient complications reported as a result of this event.